Event description:
The initial reporter received questionable ise indirect na for gen.2 results for multiple patient samples with a cobas 6000 c501 module. After noticing the issues with the na results, the customer reran calibration and qc which failed prompting further inspection. The customer found liquid on top of the cuvettes and a broken tube on the cell rinse mechanism. Upon review of the results, only one patient sample did not have a flag invalidating the result. The initial result was 176 mmol/l with a data flag. The repeated result was 132 mmol/l. The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation found the last calibration was performed on (B)(6) 2021 and alarms were present. The qc recovery was outside 2sd. This is an indication of a performance issue of the reagent or the instrument. The field service engineer found the rinse tubing was pinched and replaced it. The customer ran calibration and qc which were acceptable. The investigation determined the service actions resolved the issue.